Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient experienced uncomfortable paresthesia when in the car. It was probable that this was related to the spinal cord stimulation. The device was interrogated and there were no abnormalities. The patient was told to turn the amplitude down before getting into the car. The event was recovered/resolved. No further patient complications were reported as a result of this event.